Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys ca 19-9 results for 1 patient sample on a cobas 6000 e601 module. The initial result was 579 u/ml. The sample was repeated twice and the results were 8.65 u/ml and 8.75 u/ml.

Manufacturer narrative:
The investigation did not identify a product problem. The root cause of the event could not be determined.